Manufacturer narrative:
The event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent multiple unrelated surgical procedures and states the ipg was placed in surgery mode prior to each surgery. Following the surgery, the ipg was unable to connect to external devices, and the patient does not have stimulation. Troubleshooting has been unable to resolve the issue, and the ipg has been deemed inoperable. To address the issue, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the physician explanted the ipg on (B)(6) 2020.

Manufacturer narrative:
The reported observation of ¿possible inoperable ipg¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The device being in service app state was due to the patients unrelated surgical procedure. The patient underwent two shoulder surgeries performed on (B)(6) 2020 and (B)(6) 2020. As reported by the patient, the device was put into surgery mode in both surgeries. The ipg diagnostic logs showed that the device had been placed into surgery mode and exited several times prior to the device entering the service application state. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Per the clinicians manual: per clinicians manual arten600144297a rev. A - under warnings: there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.

Manufacturer narrative:
The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system is in service app mode and not delivering therapy. Actions have been taken to prevent reoccurrence.